Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the power cord was hot to touch and the patient got a jolt after trying to pry off the adapter from the power outlet. The company representative sent a replacement communicator and a return label. No longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The device manufacture date for this product is december 17, 2013.

Event description:
Boston scientific received information that the power supply for this remote home monitoring communicator was hot to the touch and when the patient's family member attempted to unplug the power supply, the prongs broke off of the power supply and were stuck in the power outlet. The patient then inserted a screwdriver into the power outlet to remove the power supply prongs and in the process, was shocked by the power outlet. The power supply prongs were successfully removed from the outlet. A replacement communicator and power supply were shipped to the patient. No adverse patient effects were reported.